Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4)/1032907, description: linear st lead, 50cm. Model #: sc-4316, lot #: 17121172, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was having shooting pain around the ipg site intermittently. It was noted that the patient felt that his ipg was non-functional. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician did not suspect device malfunction. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having shooting pain around the ipg site intermittently. It was noted that the patient felt that his ipg was non-functional. The patient will undergo an explant procedure.